Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and when the malfunction persisted, they arranged for a replacement pump to be sent. The customer was instructed on storage mode procedures and informed about returning the faulty pump within ten days to avoid charges. Additionally, the customer was advised to set up the replacement pump, including programming their settings and connecting their continuous glucose monitor (cgm). The replacement pump was sent with updated software.